Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for original complaint: litigation papers allege the patient was revised to address an allergic reaction to the metal debris from the left hip replacement. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of a vertical cup. Records are available for further review. Plaintiff profile form received. In addition to what was previously reported, ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. The cup and the liner were removed. Doi: (B)(6) 2007; dor: (B)(6) 2010; (left hip).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.